Manufacturer narrative:
Full event site name: (B)(6) hospital. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and could not duplicate the alleged malfunction. The stm examined the ECG connector and observed no physical damage. The iabp passed all functional and safety tests per factory specifications and was returned to the customer for clinical use.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) was not detecting ECG. There was no patient harm or adverse event reported.